Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Information contained in this report was previously submitted through psr on 7/23/2015 and 10/19/2015. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. No further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii device evaluation: visual analysis of the returned device identified flat crease, yellow particles on the shell, and voids in the gel observed after autoclave disinfection process. Weight measurement of the device identified device weight was within specification. A micro analysis was performed and identified wear abrasion. Based on the device analysis the final assessment was no issues found related with the manufacturing process.

Event description:
Explanting physician reported capsular contracture (grade iii). Device explanted and replaced. Left side.